Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 21 events weres previously reported during the reporting quarter; however, 21 events were reported in error. 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 malfunction events in which the device had a component detach.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. - 6 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 15 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 21 events were reported for this quarter. Product return status 5 devices were received. 11 devices were not available for evaluation. 5 device investigation types have not yet been determined. Additional information 21 devices were labeled for single-use. 21 devices were not reprocessed or reused.